Event description:
Tubing separated from tracheostomy. The previous day tubing separated several times from tracheostomy. Eleven days earlier tubing separated for tracheostomy. Eleven days before that tubing separated from intubation tube. Tubing was reconnected by nurse. Pt could have had hypoxia which could result in brain death.